Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discomfort at the implantable pulse generator (ipg) site. The patient originally requested that the ipg be implanted closer to her armpit. However, the patient then later stated that she felt discomfort when wearing a bra, as it pressed on the ipg site. The patient underwent a procedure where the physician removed the ipg and placed it in a new pocket site right below the clavicle. The patient was doing well post-operatively.